Event description:
It was reported that the pod's cannula had not deployed as intended after the pod was activated; indicating a needle mechanism failure. The pod also generated a "pod error. Insulin delivery stopped. Change pod now." Error message. The pod was worn for less than 1 hour. No impact to the patient's blood glucose level was reported. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.